Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed. The instrument was placed and driven on an in-house system and the cut test was performed. The scissors cut cleanly through 0.006" latex. The latex did not snag at the scissor tips. The blade edges were not damaged. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. Visual inspection showed no abnormalities. No product issue was identified. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was not performing well, and the orientation seemed 180 degrees off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information: the procedure was completed with no delay and the orientation of the mcs instrument seemed 180 degrees off.